Event description:
Customer reported fluid leaked at the connection of the IV set to the bd autoguard catheter. The user connected the pt to normal saline via piv and noticed shortly after starting the infusion that the connection was leaking. The connection was tightened, but it didn't help. A new pre-primed line was obtained and the old one was discarded. There was no report of pt harm or med intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.